Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on january 5, 2011 from a returned patient information verification form (returned by patient's son) dated december 29, 2010 that this patient died ((B)(6), 2010) shortly after the device was implanted. The son reported that after the patient left the hospital, the device was never checked and that the patient had a scheduled appointment one month post-implant. The son feels that the device caused or contributed to the patient's death. Boston scientific received additional information from the local representative that the physician and the clinic staff were not aware that this patient had died. The patient had not been seen at or around the time of the reported death. The physician has not received any formal reports on the cause of death and is not aware of any allegations or complaints against the device. The local representative was not aware of the current status of the device or whether the device was interrogated on the date of death. The local representative stated that the implant and predischarge diagnostic measurements were normal. The patient was discharged on (B)(6), 2010 and had been scheduled for an in-clinic device check on (B)(6), 2010.